Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad and two non mdt stents implanted in the lad and 1st diagonal. Approximately 35 months post index procedure, the patient underwent pci of the lcx due to 75% stenosis. The patient was treated with placement of a resolute integrity drug-eluting stent. Investigator indicated that the reported event was not related to the study device. Approximately 48 months post index procedure that patient suffered a stroke. Investigator indicated that the reported event was not related to the study device. Patient is reported to have recovered.